Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; the probe at the distal end of the device was completely broke off, and the broken piece was returned with the device. The probe fragment is measured 16mm in length. The remaining portion of the probe was measured about 3mm in length. In addition, the ptfe pad (teflon pad) was slightly worn, but with no metal exposed. However, the teflon pad is missing a tiny piece about 1 mm on the edge, possibly melted off. The device was then attached to olympus usg-400/esg-400 generators and found both switches working. The wiper movement and its gold insulation are normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on similar reported events the most probable cause of the reported event can be attributed to operational (unintended) error. To mitigate the risk of device becoming damaged inside the patient, the instruction manual provides warning which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the device had a ¿broken probe error message¿. The procedure was completed using a second like device. There was no patient injury reported.